Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum (1). The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy on the liberty select cycler as reported by the patient¿s physician. Though no growth was found in the peritoneal effluent fluid cultures, an elevated wbc count with a responsiveness to antifungal medication supports a finding of peritonitis that is fungal in origin. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. The patient reported they were unsure of the diagnosis at the time of intake and that they were covid-19 positive. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported this patient was hospitalized on (B)(6) 2020 for peritonitis. There were no symptoms reported and the patient was not seen at the outpatient clinic prior to this hospitalization. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2020 presented with no growth and an elevated white blood cell (wbc) count (exact count unknown). Though the cultures presented with no growth, the patient¿s physician suspected the peritonitis was fungal in origin and reported the cause as touch contamination during continuous cyclic pd (ccpd) therapy on the liberty select cycler. The patient was placed on antibiotics initially (type, dose, frequency and duration unknown) which were discontinued on an unknown date and switched to an antifungal medication (type, dose, frequency and duration unknown). Due to the severity of the infection and an occlusion caused by fibrin in the patient¿s pd catheter (not a fresenius product), the pd catheter was removed and a central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy. The patient underwent hd therapy on a hospital provided hd machine (brand and model unknown) throughout this admission. The patient had an otherwise uneventful hospital course and was discharged on (B)(6) 2020. The patient is recovering from this event and continues hd therapy on an in-center basis post-discharge. Currently, there are no plans to resume ccpd therapy.